Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronic assembly was found.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was unknown. The customer treated the high readings with manual injections. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that she was at a waterpark and the pump got dunked. The customer stated that there was no moisture under the display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.